Event description:
I have pelvic, back, hip pain, headaches, heavy bleeding and stomach issues including but not limited to colitis. I didn't have any of these issues until after I received the essure.